Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set infusion set tubing was leaking at connector event in the past 3 months. The infusion set was in use for less than 2 days. The blood glucose level at the time of event was 300 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.